Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke. All pieces were retrieved.

Manufacturer narrative:
The persona tibia articular surface provisional (tasp) was returned with the complaint for review. Visual inspection confirmed that the tasp fractured on the medial side of the post base. Nicks, gouges, and scratches were also present on the provisional. All pieces were returned. This lot has been in the field for approximately 3 years 3 months. It is unknown how many times the device has been used. The receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
The 510(k) number for device added.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now known that the device fractured in sterile processing department after the case.